Event description:
Boston scientific received information that this left ventricular (lv) lead looked like it moved on x-ray when the health care professional (hcp) checked the patient a month ago. The patient was brought in for check up and the patient was feeling worse. Additional information from the field representative indicated this lv lead had increased threshold and confirmed there was lead dislodgement. This lv lead was explanted. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.